Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted. An internal and external visual inspection was performed with no issues noted. Functional and electrical testing were performed with no issues noted. A simulated therapy was performed with no issues noted. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) presented an unknown alarm. The home patient (hp) was not connected at the time of the alarm. The hp stated that this occurred after their registered nurse (rn) made an unspecified change to the device¿s programming. The technical service representative (tsr) arranged for a swap of the machine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.